Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 11-apr-2019 and installed at the customer's site on 19-sep-2019. A review of subject device product risk file (rd-1124690_ad) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A lumenis service engineer visited the site and replaced mm pmcu board and after testing the system it was returned to the facility having met manufacturer's specifications. A two year historical review of similar complaints revealed that the same malfunction of mm pmcu board in pulse 120 laser systems has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. Gso expert indicated that replacing a mm pmcu board is not a common issue with this system. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4).

Event description:
A user facility reported that during a lithotripsy on a proximal stone in which a lumenis pulse 120h laser was being utilized, the system displayed error codes 168, 58 and 171. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.